Manufacturer narrative:
The technician found the side rail mounting bracket weld is bent. The technician replaced the side rail mounting bracket weld to resolve the issue.

Event description:
The technician alleged, the side rail would not latch. No pt impact.